Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer reported that the first five sensors did not insert well. Two of the sensors bleed a lot. The customer stated that 1 sensor came too loose, 1 electrode lay flat and 1 sensor had a needle break. Customer will be sent replacement sensors.